Event description:
The customer contacted stryker to report that the electrodes of their device would not deliver defibrillation. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer's e-mail address and phone number reported in the user report are incorrect. Therefore, it was not possible to reach out to the customer. The electrodes were disposed at the scene. The electrodes were not returned to stryker for investigation. A cause of the reported issue could not be determined. H3 other text : device not returned